Event description:
It was reported that a lead safety switch (lss) occurred on the right atrial (ra) lead due to high out of range pacing impedances. It was determined the ra lead was fractured. Testing occurred and there was significant noise in bipolar. This lead was reprogrammed to unipolar and remains in service. No adverse patient effects were reported.